Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-377a, mmt-332a. Troubleshooting was initiated for insulin flow block alarm and customer reported issue was resolved and no further troubleshooting was required. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-377a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 18:10:23.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.5mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, and keypad overlay peeling. Alleged insulin flow block alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.